Manufacturer narrative:
Physio-control replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed interface pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be due to a shorted integrated circuit chip, designator u5.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the buttons on their device were no longer functional.  In this condition, the device would not be able to charge or delivery defibrillation therapy to a patient, if needed.  There was no report of any patient use associated with the reported issue.